Manufacturer narrative:
One water heater was returned for evaluation results. The device underwent functional testing which included filling with water and using temperature check setting due in july. Device began leaking water, confirming the reported customer complaint. The leak was noted to be coming from the seal at the tank cover/gasket. The problem source was determined to be wear and tear of the device.

Manufacturer narrative:
Evaluation results: one hl-90 (manufactured in 2007) was received in fair condition for investigation. The device was filled with water and fitted with a temp check device. When it heated up, the device began to leak water which confirmed the customer's complaint. The returned device required a new tank gasket. The root cause of the reported product problem was normal wear and tear. Preventative maintenance was recommended.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaks water. No adverse effects were reported.